Event description:
During a pci procedure, catheter removal difficulties were encountered. During withdrawal of the maverick2 monorail catheter after the initial inflation, resistance with the runthrough guide wire was encountered. The maverick2 monorail catheter and guide wire were removed as one without incident. The number of inflations and the lesion locations were unk. No pt injuries or complications were reported. Pt status is listed as "good".